Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation is in progress. When the evaluation is complete, a supplemental report will be submitted.

Event description:
It was reported that a wireless module has "water damage." It was also reported there was no pt injury.